Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 64.2cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, it was noticed that the delivery shaft was fractured from its midsection. The device was removed by simply pulling it out from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, it was noticed that the delivery shaft was fractured from its midsection. The device was removed by simply pulling it out from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.